Event description:
It was reported that the right atrial lead was greater than 3000 ohms and there was and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID p1501dr implantable pulse generator (ipg) (B)(6) 2005; 5068-58 implantable pacing lead (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.